Event description:
Customer's daughter reports back to back testing to a professional meter while using the advantage system with results of 120mg/dl - 121 mg/dl on customer's meter and 40mg/dl on professional meter. No quality controls were run. Daughter reports she found customer passed out and called emts. Emts tested customer's blood glucose with a result of 40mg/dl and took her to the hospital where she was treated with an IV of unknown content. Daughter reports no strips are available; a replacement was sent.